Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with their insulin pump. The customer was assisted with troubleshooting and found that all their settings were correct. The customer stated that they had no issues with their insulin pump but had been having issues feeling weak and experiencing fluctuating blood glucose levels. The customer did not return the product back for analysis.